Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch.

Event description:
It was reported that before use of the bd blunt fill needle with filter foreign material was found after drawing the syringe. The following information was provided by the initial reporter: it was reported that a doctor complained foreign material was found after drawing the syringe." Syringe was not provided in kit. Nevertheless all components in kit will be investigated.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd blunt fill needle with filter foreign material was found after drawing the syringe. The following information was provided by the initial reporter: it was reported that a doctor complained foreign material was found after drawing the syringe.". Syringe was not provided in kit. Nevertheless all components in kit will be investigated.